Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) on (B)(6) 2022. The reason for call was pt rep. Mentioned the pt had not charged their implanted neurostimulator(ins) in about a year and the pt's back pain symptoms returned at least a year ago. Pt said the symptoms had been getting worse and worse. Pt had dementia and the pt forgot to charge their ins about a year ago. Pt rep. Said they now lived with the pt and wanted to see if the spinal cord stimulator(scs) could be reactivated. Patient services specialist explained overdischarge to the pt rep. The patient was redirected to their healthcare provider to further address the issue. The caller called back stating they received the follow up letter and provided a response on (B)(6) 2022. It was reported that the ins was not charged in a year because the patient had dementia and forgot how to use it. Steps taken to resolve the issue are the patient has an appointment with their hcp on (B)(6) 2022, but the issue had not been resolved yet as they had yet to meet with the hcp. The caller called back again and reiterated previously reported information on (B)(6) 2022, and reported they had spoken with the hcp and was asked if a rep needed to be at the upcoming appointment or not. Agent reviewed that a rep typically should be present when attempting to get an ins out of possible overdischarge. Caller to pass this information onto the hcp. Additional information was received from the patient on (B)(6) 2022. The pt reported that they were going to have a new stimulator implanted on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.